Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, during changing the tools on the 14th procedure of the instrument, there was no possibility to remove the 8mm fenestrated bipolar forceps instrument from the operation field. It had to be removed with the trocar. A new trocar and tool were needed to be used. No fragment fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the fenestrated bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the proximal clevis appears to be dislodged at the main tube.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the port incision was not increased in order to remove the instrument and cannula together. The instrument did not collide with any other instrument or tool during procedure. There was no fragment fell into the patient and no harm or injury.

Event description:
Refer to h11 for follow-up information.